Manufacturer narrative:
Patient weight is unknown. Date of event: unknown. (B)(4). A revision procedure occurred on (B)(6) 2014; it is unknown if the product remained implanted or was explanted during that procedure. The investigation could not be completed; no conclusion could be drawn, as no product was received. Part number: 298.801.01s, lot number: p108314: release to warehouse date: january 9, 2012. Expiration date: october 31, 2020. Manufacturing site is synthes (B)(4) and supplied by (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an initial open reduction internal fixation (orif) of a left peri-prosthetic femur fracture on an unknown date with unknown product. Patient underwent a revision orif of a left distal femur fracture on (B)(6) 2012 and was implanted with pins, cables, plate and screws. Post-operatively patient then suffered a mal-union and a fracture right above the hardware implanted on (B)(6) 2012, and underwent another orif for left femur on (B)(6) 2014. Most of the hardware from (B)(6) 2012 remained implanted and the femur was fixed with a short cephalomedullary nail and additional cables which were secured to the existing hardware. Bone grafting was also performed. It was unknown what was removed. However, those parts that were removed were intact. Procedure was successfully completed without any surgical delay. Patient/status outcome was unknown. This is report 3 of 20 for (B)(4).